Event description:
It was reported that a lead integrity alert (lia) triggered due to noise with short interval counts (sic) on the right ventricular (rv) lead. The patient will be monitored remotely leaving the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)